Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensing. It was stated that the patient's rhythm morphology had changed since the implant procedure and the automatic set-up tool was unable to find an appropriate sensing vector. Shock therapies were subsequently disabled. Boston scientific technical services (ts) was contacted for a data review and diagnostic images were provided. Provocative testing in-clinic was recommended. The patient was brought in-clinic for the recommended maneuvers and exercise testing were performed with no reproducible over-sensing. The physician re-enabled the device therapies and the patient is continuing with normal monitoring. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct the event description in field b5.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensing. It was stated that the patient's intrinsic signal morphology had deteriorated since the implant procedure and the automatic set-up tool was unable to select an optimal sensing vector of the three available vectors. Boston scientific technical services (ts) was contacted for device memory evaluation and noted two recorded episodes. The first episode was untreated (i.e., did not result in a shock) and demonstrated low intrinsic r-wave amplitude and oversensing of myopotential noise, suggesting that the patient was physically active at the time of the episode. The second episode resulted in an inappropriate shock and likewise demonstrated low r-wave amplitude and myopotential noise. X-ray analysis suggested that the device position was slightly high in the chest, which may be contributing to the myopotential noise. Ts suggested further troubleshooting and device/lead position options. Additional information was received indicating that the patient's intrinsic signal morphology had changed into right bundle branch block since the implant procedure. The patient was reassessed in-clinic and it was reported that acceptable signals were found by reprogramming the gain setting, and there was no evidence of oversensing during exercise stress testing and isometrics maneuvers. The automatic set-up process completed successfully, and the device was programmed to the primary vector. The physician is continuing with monitoring with no further actions planned at this time. The s-ICD system remains implanted and in-service, and no additional adverse patient effects were reported.